Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error alarm on the insulin pump again. Customer stated that it was still alerting change battery now almost every day. Customer tried a new battery cap and stated that they do not feel safe with the pump. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power loss and power error 25 alarms were confirmed in the pump history. The power loss alarm occurred after the pump error 25 was cleared. The detail trace analysis confirmed the pump alarmed power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, a scratched keypad overlay, broken belt clip rails and minor scratches on the lcd window.